Manufacturer narrative:
Serial number not provided. (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the xl+ cannot find large switchless int pdl (m1742a) after plugging. There was no reported patient involvement.